Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The root cause was determined to be the system pcb. Due to the part being obsolete, device is unrepairable. The device was sent back to the customer unrepaired.

Event description:
The customer contacted stryker to report that their device would not complete its initial boot-up cycle.